Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device evaluated by MFR? The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that near the end of a tissue removal procedure using the fluid management system, fluid and bubbles began backing up in the tissue canister which was blocked by the tissue that was previously removed. The result was that the canister top popped off under pressure spilling the specimen on the floor. The tissue was collected. No injury or misdiagnosis was reported.